Manufacturer narrative:
A review of the device history record (DHR) and sterilization record are pending.

Event description:
It was reported to nuvectra that during the removal of the trial lead, a portion of the lead was left in the patient.

Manufacturer narrative:
The device history review (DHR) was reviewed and no anomalies were noted. Review of the manufacturing records did not reveal any applicable discrepancies. Cause for this event could not be determined as no device was returned for evaluation. No device malfunction could be confirmed. Remaining portion of the lead was removed from the patient and discarded by the physician.